Manufacturer narrative:
Concomitant medical products: product ID: ddbc3d1 ICD, date of implant: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained (hrns) episodes. Additionally noted was t-wave oversensing (twos), intermittent oversensing during ventricular tachycardia (vt) episodes and declining r-wave amplitude. The lead remains in use. No patient complications have been reported as a result of this event.